Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on january 06, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a winterthur implant on unknown date. The patient was revised due to unknown reasons.

Manufacturer narrative:
Additional information was received on (B)(6) 2017. It was found that the product was manufactured by zimmer (B)(4). (B)(6). Therefore the report with the MFR report number 0009613350-2017-00043 will be invalidated. This case will be treated under MFR report number 0001825034-2017-01257 by zimmer (B)(4). (B)(6). (B)(4).